Event description:
Physicain reported 30-day follow up (for a pt implant on 09/09/05) in 2006, a proximal type iii endoleak was repaired. Additional information received 12 days later indicates this repair occurred in a secondary angioplasty in 2005.